Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced skin inflammation at the abutment site. Subsequently on (B)(6) 2018 the skin was excised and the patient was treated with antibiotics (type not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on may 30, 2018.